Event description:
During centrifugation of patient sample the table top centrifuge rotor shattered and broke into several pieces. The user disconnected the centrifuge from ac power and contacted biomedical engineering (bme). Bme inspected the centrifuge and contacted the manufacturer. The manufacturer informed bme to inspect all centrifuges for cracked rotors as there was a reported recall on them. Bme found an additional 3 rotors with cracking occurring between and around the rotor axis in a circular pattern.manufacturer response: the manufacturer was aware of the rotor cracking issues and did state that an alert was submitted. Our facility never received this notice. The manufacturer is to send replacement rotors.